Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed the whole lead was returned intact. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed the outer conductor coil had a break approximately 209 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined the fracture was consistent with cyclic fatigue damage. Analysis concluded the clinical observations of oversensing, brady pacing not delivered when required, pacing impedance high out of range, noisy signals, failure to capture, and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this lead exhibited high impedance and loss of capture resulting in a polarity switch. Some pacing inhibition was noted with accompanying patient dizziness due to oversensing of noise prior to the polarity switch. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this lead exhibited high impedance and loss of capture resulting in a polarity switch. Some pacing inhibition was noted with accompanying patient dizziness due to oversensing of noise prior to the polarity switch. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.